Event description:
During index procedure two endeavor rx drug-eluting stents were successfully implanted to proximal and mid lad along with one non-medtronic stent. Approximately 17 months post index procedure patient experienced a stroke. Medical treatment was provided. Investigator has indicated that event was not related to the study product, drug and procedure. It was reported that patient underwent to superficial temporal-middle cerebral artery (sta-mca) anastomosis surgery approximately 19 months post index procedure. Patient is reported to be in remission. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (cva/stroke). (B)(4).